Event description:
During an angioplasty procedure, prior to inserting the (sds) stent delivery system in the pt, the stent was found completely flat. The outer product box was not crushed; however, the inner protective hoop was damaged. Another sds was utilized to complete the procedure.